Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off. The customers blood glucose (bg) level was impacted above (200 mg/dl). During troubleshooting with tandem technical support, review of pump data revealed, multiple low power alerts, which were not addressed by charging the device. Subsequently the pump shut down due to insufficient battery power. The customer stated that a bolus would be taken to stabilize bg level.